Manufacturer narrative:
Visual inspection of the returned lens found the lens in two pieces, the optic cut in half, one haptic attached to each piece of the optic and one other haptic bent. Functional testing could not be performed due to the condition of the received lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined. However, according to the initial reporter, the lens dislocation was due to patient-related factor (prior posterior vitrectomy).

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens dislocated posteriorly due to prior posterior vitrectomy. The lens was explanted and replaced with another lens of different model. Additional information was requested, but was not provided.